Event description:
While using a byte day aligners patient reported that the bottom aligner is ridged and sharp, and seems to be too long on the inside of their teeth where their tongue is being cut.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.